Manufacturer narrative:
Additional information: intervention was performed approximately one year post the index procedure. It was reported that the physician did not see an endoleak at the time of intervention but the previous diagnostic angiogram show the suspected type iii endoleak from the right iliac limb. A 16x16x124mm limb was placed inside of the original right limb (re-lining it), and a 10x37mm visi-pro balloon-expandable stent was place at the proximal edge/at the level of the flow divider within the right limb. It was reported that the physician observed a kink/compression at the level of the flow divider so a bes stent was implanted to address any future concerns. There was no pertinent medical history that could have had an influence on the endoleak as per the physician. It was confirmed that the endoleak was a type iiib endoleak, but it is unknown which stent graft limb the endoleak occurred in. The limbs were implanted in separate common iliac vessels and were not implanted in a sequential manner. It was also confirmed that there was no separation noted between the limb and bifurcate in the diagnostic angiogram. Film analysis summary: the reported endoleak found during the patient¿s 10-month follow up via CT and angiogram cannot be confirmed on the pre-implant films provided; therefore, the cause of the event cannot be confirmed. Images during implant were not available and the amount of component overlap at implant is unknown. Post-implant CT or angiograms showing the reported endoleak were not provided for review and so the stent graft in-vivo configuration or the type of the reported endoleak could not be evaluated. It is unknown which side the endurant limbs were implanted into but the reported compression of the right iliac limb may have been a factor. It is possible that the patients tortuous anatomy may have contributed to this compression and/or separation occurring between the overlap of the implanted stent grafts. Disease progression and/or aneurysm morphology changes since implantation of the stent graft and insufficient stent graft overlap length between devices at implant may have also contributed to the detachment. Images during the recent intervention where the right limb was relined resolving the limb compression were also not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported that when the patient returned for follow-up, a CT performed ten months later found there was a type iiia endoleak present between limbs etlw1616c124e and etlw1620c93e. As per the physician the cause of the event may be due to compression of right iliac limb and this may be contributing to the type iiia endoleak. No additional clinical sequalae were provided and the patient will be monitored.